Event description:
It was reported that during a lap inguinal hernia procedure, as the mesh was inserted through the trocar, the outer seal tore and fell into the abdomen. The piece was unable to be retrieved.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.